Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the surgery date. Most recent technical site visit and confirmed device met specifications as per service and installation record. Patients eye was treated two times. Review was performed for both days: first treatment: logfile review for the day of treatment shows that all laser system functions were within specifications for the respective treatment. The logfile shows twenty-one successfully performed treatments on that day. The logfile shows that the reported treatment left eye was performed successfully with three interruptions. The interruptions were caused by the user releasing the laser pedal. It is not apparent in the logfiles why the user released the laser pedal. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Second treatment: logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The logfile shows twenty-five successfully performed treatments on that day. The logfile shows that the reported treatment left eye was performed successfully with two interruptions. The interruptions were caused by the user releasing the laser pedal. It is not apparent in the logfiles why the user released the laser pedal. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The assessment of the information gathered during a site visit by the local clinical application specialist showed that the issues reported as part of this complaint cluster were not directly related to the device. Instead, the factors listed under clinical information review were identified as contributors. Therefore, the case is coded as "inconclusive - device met specifications". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that overcorrection in the left eye of a patient and the post operative refractive outcome is greater than in manifest refraction spherical equivalent after refractive surgery. There are multiple related reports for this event. This report addresses the patient ias, left eye and other manufacturer reports will be filed.